Event description:
It was reported by the customer that cs100 intra aortic balloon pump (iabp) had a power cable cut. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: b4; e4; g3; g6; h2; h3; h6 type of investigation, investigation conclusion, investigation findings, component code; h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Power cable replaced by a new one (reformed cs300). Test ok. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿power cable¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned

Event description:
N/a